Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer who reported that pt/ inr results did not correlate with the laboratory results. On (B)(6) 2012, 2312, stago inr >10; (B)(6) 2012, 0235 I-stat, inr 2.2; (B)(6) 2012, 0300 red cells started, 6 units (total); 0423 I-stat, inr 3.2; 0445 fresh frozen plasma, 4 units; 0445 ppc, 1000 units; 0521 I-stat inr 3.3; 0802 stago inr >10; 0846 patient expired. Cause of death: severe hemorrhagic shock, warfarin induced. Based on the information currently available there is no indication that the I-stat system caused or contributed to the patient's death. The patient's diagnosis/ cause of death indicates that the fibrinogen level in the patient's blood may have been impacted by their condition, however, the results are unknown as a fibrinogen test was not performed.

Manufacturer narrative:
(B)(4). The cartridge and test information sheet (art (B)(4)) indicates that the I-stat pt/inr test is not affected by fibrinogen concentrations between 70 and 541 mg/dl. Preliminary investigation: retain cartridges tested in a blood sample to simulate pt/inr levels of patients undergoing anti coagulation therapy was completed on (B)(4) 2012. The testing shows that I-stat pt/inr lot# r12165 is performing to specification. There is no product deficiency at this time. Full investigation is pending.

Manufacturer narrative:
(B)(4).the investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.